Event description:
Medtronic received information that during the implant of this second valve implant, due to incomplete expansion of this valve, a pigtail catheter was used to place a non-medtronic extra stiff wire into the left ventricle (lv). A 20 x 4 cm non-medtronic balloon catheter was then advanced over this wire and used to post dilate the valve2 times. The second valve was then deployed in standard fashion valve-in-valve. Transesophageal echocardiogram (tee) revealed minimal paravalvular regurgitation. Subsequent coronary angiography showed 40% stenosis of the left main coronary artery (lmca) due to valve impingement. The physician decided to intervene the lmca with percutaneous coronary intervention (pci) concomitantly during this valve implant procedure with favorable results. Two days post-implant, the patient developed new left bundle branch block (lbbb). Subsequently a permanent pacemaker was implanted the following day. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).